Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the plug of a bci® spectro2¿ remote alarm connection cable gets hot and melts. No injury was reported.

Manufacturer narrative:
One used remote alarm connection cable was received for device evaluation. Visual inspection found the device to be burned and melted at the power/data input connector end. Investigation found the burn to have resulted from an electrical short, which caused the power pins to heat up and burn the rubber housing. While there was no evident bending at the pin on the burned connector, the connector end of the remote alarm cable was found to have been modified by the user. The original phone plug per manufacturing specification had been removed and replaced with an rj-11 phone line. Because the user voluntarily altered this device, it no longer meets smiths medical specification. The reported complaint was confirmed. The remote alarm end connector plug was tampered with, introducing a failure in the cord design. The root cause to the reported issue has been attributed to the device being used and modified in a manner inconsistent with the product instruction for use.